Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that air bubbles were observed within the tubing. Customer continued to use pump for insulin therapy. Customer's blood glucose level was between 250 - 300 mg/dl.